Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(6) affiliate, approximately 5 years and 6 months post implantation of a sapien xt valve, the valve was explanted due to degeneration and a surgical valve was implanted.

Manufacturer narrative:
Per the IFU, valve degeneration and deterioration are potential risks associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Valve degeneration may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve (stenosis) or regurgitation. This could be due to progression of the existing disease process: calcification of the leaflets or host tissue overgrowth. In this case, the cause of the valve degeneration 5 years and 6 months post implantation could not be confirmed. Other potential contributing factors are unknown as no clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.